Event description:
It was reported to resmed that a patient wearing a quattro extra-small mask obtained an eye injury and required stitches.

Manufacturer narrative:
On 02-jun-10, the complaint product was received at resmed corp located in (B) (4). A preliminary inspection was performed with no defects observed. The mask system was sent to the design facility located in (B) (4), (B) (4) for a further evaluation. The design facility evaluated the mask system and confirmed the mask was built to the design specifications with no abnormalities observed. There is insufficient information available to determine the root cause of the patient injury. However, the mask is unlikely to have contributed to the injury in the manner described due to the improbability of contact between the eye and the nose bridge area of the mask.